Event description:
It was reported that a spectrum pump turned off and on. This occurred before use in the emergency room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the "pump turn off and then on" was able to be reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a dried liquid substance on the back flex battery contact pin and a damaged standard battery. The back flex battery contact pin requires cleaning and the standard battery requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.